Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: "use only the accessories provided with the system to charge your t:slim x2 pump." Device not returned.

Event description:
It was reported that the battery gauge was fluctuating intermittently. Additionally, it was reported that the customer received a power source alert. The cause of the power source alert was not able to be determined as reportedly the issue resolved on its own. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump for continued insulin therapy.